Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed october 23, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement with device use and underwent a revision surgery in (B)(6) 2012 (specific date not reported), due to pneumo cochlea. In (B)(6) 2013 (specific date not reported) the performance decrement with device use reoccurred due to a labyrinthine fistula resulting in loss of connection to the internal device in (B)(6) 2014 (specific device not reported). The patient underwent a second revision surgery in (B)(6) 2014 (specific date not reported), to revise the middle ear and mastoid; however, the issue could not be resolved. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.